Event description:
It was reported that the patient had developed and infection during a device trial. The physician stated concerns regarding several instances of infections that he believed were related to the trial leads. The devices were not returned and several attempts to follow-up with the physician were unsuccessful. The lead was explanted five days after the trial had started. The patient was treated with antibiotics and recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.